Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the distal portion of the distal stem breaking inside the patient's femur. No possible cause or contributor was reported to the rep. Patient's restoration modular stem and a femoral head were revised to competitor devices. Rep provided pre-revision x-rays and reported that no further information will be available.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed by provided photograph and the clinician review. Method & results -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph notes a recently explanted stem with blood and tissue on it. It fractured at distal tip end. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "x-rays confirms fractured stem, need operative reports, clinical and past medical history." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the clinician review confirmed the stem fracture but it requires operative reports, clinical and past medical history to conduct a detailed medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history as well as further evaluation of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the distal portion of the distal stem breaking inside the patient's femur. No possible cause or contributor was reported to the rep. Patient's restoration modular stem and a femoral head were revised to competitor devices. Rep provided pre-revision x-rays and reported that no further information will be available.